Event description:
Customer reported the insulin was squirting out during manual prime. Customer's blood glucose was 130 mg/dl. Troubleshooting was performed. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was appears to be normal and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated he take the eraser end of the pencil to put the reservoir compartment to prime the device then places the reservoir. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.